Event description:
It was reported that patient was experiencing inadequate stimulation coverage on one side due to high impedances. The patient underwent a paddle lead replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.